Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion field service representative went on site to assist end user with a issue of unstable map. The carefusion field service representative verified the unstable map issue and found issue to be with a bad connection at map display. The carefusion field service representative cleaned molex connector contacts, verified performance with unit now operating as intended.

Event description:
The customer reported the unit has an unstable map. This is all the information he has. Unit had the 12k pm done in 2012 and now has 14,068 hrs on it. Patient involvement is unknown.